Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 600 mg/dl. The customer¿s current blood glucose was 138 mg/dl. The customer had a kidney infection and was dehydrated and nausea. The customer treated with insulin pump. Customer was wearing the insulin pump at time of hospitalization. Assisted customer with performing the high pressure test and no alarm came on. The drive support cap was normal. The insulin pump will not be returned for analysis.